Event description:
It was reported that on (b)(6) 2026, a 25mm Amplatzer Amulet was chosen for implant using a 14F Amulet Delivery Sheath. Prior to the procedure, the patient was taking an oral anticoagulant. During device preparation, an extended period of time was reportedly required for air removal from the loader. Following device connection, air was observed within the loader, and additional air removal procedures were performed. During the procedure the activating clotting time (ACT) was 469 seconds. Prior to advancement of the guidewire cable, transesophageal echocardiography (TEE) identified a string-like intracardiac thrombus. At that time, the device remained within the sheath and had not been advanced. The device was removed, the thrombus was aspirated through the sheath, additional heparin was administered, and the sheath was exchanged. The procedure was subsequently resumed. Although the relationship of the event to the supplied Y-connector and three-way stopcock remains unknown, the physician raised a potential product malfunction. Ultimately, the CLOSE criteria were not met, and the procedure was terminated without implantation of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.